Manufacturer narrative:
Cannot performed manual test per (B)(4) appendix g to reservoir due to the reservoir dislodge (plunger to stopper-plunger).

Event description:
It was reported that insulin pump had trouble with minimed reservoirs and loses all the insulin. The blood glucose at the time of the incident was 236 mg/dl. The device will be returned for analysis.